Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a receiving dashes and no data for two hours after calibration on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. There was no report of any injury or medical intervention. No additional even or patient information is available.